Manufacturer narrative:
Vyaire complaint #: (B)(4). The avea ventilator was received by the vyaire factory service dept. And evaluated. The problem reported by the customer was duplicated and was isolated to a leak coming from the tca manifold at the g4 port. The tca assembly was replaced. It was also noted that the annual preventative maintenance (pm) was overdue on the ventilator, pm was due in (B)(6)2019 . The vyaire factory service technician performed the annual preventative maintenance. The operational verification procedure (ovp) was performed. The ventilator passed all testing and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the customer was unable to calibrate the exhalation pressure transducer as it has a leak. The customer advised there was no patient involvement associated with this event.